Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.